Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged an inability to remove the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 12/13/2016 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2016 with the following findings: further investigation showed no evidence of stripped threads in the battery compartment. The battery compartment cap was difficult to tighten and remove from the returned pump due to the stripped cap threads. The battery compartment cap was also unable to be secured to the test pump.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: during investigation, the pump had no evidence of physical damage to the battery compartment threads. Unrelated to the original complaint, the battery compartment was cracked along the side, and from the case seal to the bumper. Additionally, the display was dim with letters having a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.